Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).